Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
(Almost had to go to ER to help me remove one) retained tampon- vagina [foreign body in reproductive tract]. String came to a breaking off point [device breakage] . Strings too thin [device physical property issue]. Almost had to go to ER to have them help me remove one tampon [complication of device removal]. Case narrative: consumer reported via e-mail that the strings kept breaking off. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
(Almost had to go to ER to help me remove one) retained tampon- vagina [foreign body in reproductive tract]. String came to a breaking off point [device breakage]. Strings too thin [device physical property issue]. Almost had to go to ER to have them help me remove one tampon [complication of device removal]. Case narrative: consumer reported via e-mail that the strings kept breaking off. No serious injury reported.